Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the insulin gauge displayed a lower fill estimate value than what the customer expected to see; however, the customer was unable to provide the exact values. Tandem technical support educated the customer on the fill estimate calculations of the pump. There was no impact to the customer's blood glucose level.